Event description:
A robotic hiatal hernia repair was performed on me on (B)(6) 2021 at (B)(6) medical center, preoperatively, I was advised by my surgeon of record, dr. (B)(6) that I had a very large hernia that he indicated to be 80% herniated. My symptoms included heartburn, severe at times and iron deficiency anemia with gi bleeding from the area. Treatment included ppi¿s (proton pump inhibitions) and at first 1 to 2 units of blood. The blood transfusions were replaced with iron infusions when my h&h (hemoglobin and hematocrit) and iron levels were low. Following the surgery my recovery was uneventful until I was approaching week #3. At this time, I unexpectedly started having sudden mid abdominal pain radiating upward to mid chest, lasting 5 to 10 minutes then subsiding. After experiencing several episodes of these symptoms, I was seen in dr. (B)(6) office. After describing my symptoms he order gasex to be taken when the symptoms occurred.I stated to him that the pain felt deeper internally and not from my stomach, and his feedback of understanding diverted my pain to being more on the right and radiating to my back¿.not true! Ultimately he ordered an ultrasound of my gallbladder which proved negative. There as well was a sudden return of heartburn with new symptoms of nausea, bloating, excessive gas both upper and lower gi with diarrhea. "His office notes reflect what he wanted and not my description." After several attempts for relief of these symptoms I retrieved my operative report and contacted gortex medical division. (B)(6) from gortex returned a call to me. My point was to obtain any information regarding adverse or general side effects from the mesh. (B)(6) response to me was to ask if I had an attorney to which I stated that I was having problems from the surgery and was looking for information. Her final response was to state that when I had an attorney he would speak to their attorney. I contacted to FDA as well and was told by a representative, (B)(4), to get it out of me. After numerous CT scans, egd/colonoscopy, gastric emptying, and barium studies. Reports show that I had reherniated. To note that with my initial postoperative complaint. Dr. (B)(6) did not follow up with any CT¿s of the operative area, to present, my symptoms continue, with my diet being considerably restricted in content as most solid foods are trapped often for up to a day plus in that herniated area above the mesh implant. I am a type 2 diabetic diet controlled with my a1c ranging from 6.5 to 6.9. With this letter are results of CT scans other studies and the egd/colonoscopy reports over 2022 to 2023. As one last effort I contacted (B)(6), providing test results and products implant used. Their verbal response was to reject my case and stated that they do not handle gortex lawsuits. At this time I am scheduled for an open redo of the hiatal hernia surgery (B)(6) 2023. I was told it would be over 3 hours with at least a 5 day hospital stay. Looking forward to your response. All diagnostic, CT scans, tests, plus operative report attached.